Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a nurse in (B)(6) of peritonitis for a patient, coincident with dianeal pd4 ambuflex and dianeal freeline pd4 solo therapies for peritoneal dialysis (pd). On an unreported date, the patient experienced peritonitis and was hospitalized. The patient was treated with unspecified antibiotics. The event of peritonitis was resolving. It was unknown if dianeal therapies were ongoing. A causality statement was not provided.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.